Event description:
Unit failed catastrophically during surgery. Unit burst into falmes. No one was physically harmed. Whole unit belongs to aculux, inc. Who stated that they were reporting this event to the FDA.